Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the echelon device locked. No other details of what happened with the device were reported. The device was changed and the procedure completed. No patient impact reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The instrument was received with no visual non-conformances and with an ecr60b reload loaded in the device. Upon further inspection of the reload, the sled was broken in the area where interacts with the knife. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. While no conclusion could be reached as to what may have caused the damage to the one piece sled, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.